Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned a 29mm 11400m mitral valve was explanted after an implant duration of two (2) months, 27 days, due to unknown reasons. The explanted device was replaced with a 33mm 11400m mitral valve. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Event description:
Through implant patient registry and medical records, it was learned a 29mm 11400m mitral valve was explanted after an implant duration of two (2) months, 27 days, due to recurrent mrsa mitral valve endocarditis with moderate-to-severe mitral regurgitation. The explanted device was replaced with a 33mm 11400m mitral valve. Patient post-operative status noted as in recovery. Per medical records, this 35-year-old male patient has a history of daily ivdu. Patient was transferred from another hospital and found to have septic emboli, sepsis, and endocarditis. Tte showed mobile vegetation adherent to the mitral valve prosthesis. Upon explant of the 29mm 11400m mitral valve it was noted the valve was completely dehisced along 2/3 of its circumference. There was a severe amount of vegetation along the mitral valve. A 33mm 11400m mitral valve was implanted. The patient tolerated the procedure well, was discharged to ICU in critical, but stable condition. Patient was discharged on pod# 15.

Manufacturer narrative:
Added information to b5, b7, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.